Event description:
It was reported that the patient was seen in the emergency room after an alert was heard. There was an increase and high impedance measurement on the right ventricular lead. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.